Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to attach. Capsule fell off into the pt's mouth. The pt was not injured following the procedure.